Event description:
Reason for check: dizziness. Device appears to be under and over sensing on atrial lead on the segm. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).